Manufacturer narrative:
No trend considering the following event is identified: fracture of the pedicle screw. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description: the dynesys® system was implanted in 2013 at l4-l5. In (B)(6) 2014 it was discovered that a screw is fractured. In 2017, after approximately 4 year and 2 months in vivo, the patient elected to have surgeries and the system was revised. Review of received data: surgical notes: no surgical notes were received for investigation. X-rays: seven different pictures were received taken from x-rays on a light box. None of the xrays are dated and are in a rather limited quality. Two x-rays, lateral and ap, were received which show surgical clamps indicating that those were taken during either implantation or revision surgery. There are three lateral x-rays and two ap x-rays which were taken from the lumbar spine. On all x-rays it is visible that the dynesys system is implanted at level l4-l5 and it seems that longer screws are implanted in l5 and shorter screws are implanted in l4. None of the pictures clearly shows a fracture of the pedicle screw. However on one of the lateral x-ray there is a slight interruption of the screw which could indicate a fracture. On the same picture a radiopaque formation dorsally in the region l4- os sacrum can be observed. Usually a multiple myeloma causes osteolytic changes to the bone. The observed radiopaque formation does not seem to be an osteolytic change to the bone. A direct connection between this radiopaque formation and the mentioned multiple myeloma is therefore unlikely. When comparing the two ap x-rays of the lumbar spine it seems that the tip of the right screw in l4 is missing. However with no dates on the x-ray it is not possible to conclude anything with this observation. Due to the rather limited quality of the x-rays and the lack of dates on the x-ray any statements regarding changes to the bone and osteolysis cannot be made. Devices analysis: visual examination. The individual components were all received in one container and not marked with the anatomical location from which they were removed. In the as-received state the cord pieces were still stringed in the pedicle screws and were removed during the cleaning and disinfecting procedure. All of the pedicle screws show very slight to no remains of bone attachments but two of the screws show numerous remains of the hydroxyapatite (ha) coating. On all of the screw heads damages from the revision surgery to different extent can be observed in form of scratches, deformations and indents. Two screws size d6.0x50 and two screws size d6.0x45 were received. One of the longer screws is fractured approximately 18mm from the tip. The fractured tip is not available for investigation. The fracture surface is partially polished and shows a structure which points to a fatigue fracture. As far as visible, macroscopically, no defects that could have favored or triggered the fracture were found around and on the fracture surfaces. The set screws show some damage on the inner hexagon most likely from either the implantation surgery and / or the revision surgery; in general all of the set screws look inconspicuous. One of the set screws shows a worn flat area at the beginning of the thread. Both retrieved spacers are mildly deformed in longitudinal direction. Slight indentations from the screw heads are visible on all the faces of the spacers expect for one face of spacer ii which is inclined and slightly deepened. Some of the indentations are slightly worn indicating slight motions between the spacer and the screw head. The inside of both spacers¿ channels show a slight impression of the cord. Different observations can be made on the lateral surface of both spacers: several cuts and scratches, small slightly abraded areas and flow marks from the injection molding process. Additional observations on spacer I are some possibly organic deposits on the inside of the channel, a milky area on the lateral surface and a small mechanical modification next to it. Spacer ii shows some slight abraded areas on the inside of the channel which possibly derives from some bone particles between the spacer and the cord. The milky area found on the lateral surface of spacer I could be organic origin or could point to micro cracks indicating surface changes. However since no patient consent is available it was not possible to further investigate this area using a scanning electron microscope. Three cord pieces, a small and two longer pieces, were received. All of the cord pieces exhibit some discolorations and each exhibit clearly one contact areas of the screws (arrows in fig. 6b). The outer layer is slightly compressed on some of the cord pieces where the pedicle screws and /or set screws were located. Beside that no other damaged areas, e.g. Worn areas, could be identified. Both of the longer cord pieces show one partially frayed and one sealed end. It is palpable that the frayed end of the left cord is hollow and it seems that the inner cord layers are withdrawn and cut. The small cord piece shows a bushy frayed end while on the other end the outer layer is partially frayed and the inner layer is clearly cut. Chemical analysis. Chemical analyses on the spacers and the cord pieces were not performed because a patient consent to conduct adverse modification or destructive testing was not at hand. Additionally the components were received all in the same container. Therefore it was not possible to identify the exact implant location. Conclusion: the dynesys® system was implanted in 2013 at l4-l5. In (B)(6) 2014 it was discovered that a screw is fractured. In 2017, after approximately 4 year and 2 months in vivo, the patient elected to have surgeries and the system was revised. One of the screws is fractured approximately 18mm from the tip and the structure of the fracture surface points to a fatigue fracture. As far as visible, macroscopically, no defects that could have favored or triggered the fracture were found around and on the fracture surfaces. Based on the as-received state of the components, the appearance of the cord ends and the position of the contact areas on the cord it can be assumed that both cords were cut in between the pedicle screws at l4 and the spacer. It is also assumed that one of the cord pieces is missing and with the received information it cannot be concluded to which cord piece the smallest piece belong to. It is assumed that when the cord was cut due to the tension on the cord the inner cord layers were withdrawn. The longitudinal deformation as well as the different indentations from the screw heads seen on the spacers¿ faces can be ascribed to cold flow. The small worn areas found on the spacers are attributed to contact with the bone. The macroscopically visible modifications found on the spacers and cords such as contact and worn areas which most likely occurred during the time in-vivo, did not affect the proper functioning of the system. The several cuts and scratches found on the lateral surface of the spacers can be attributed to the revision surgery. All of the pedicle screws show very slight to no remains of bone attachments. Based on the missing bone ongrowth and the location of the fracture it could be hypothesized that the fractured screw was only anchored at the tip and fractured due to insufficient anchoring and a general overload. The per states multiple myeloma and radiation to the pelvis as relevant history / preexisting conditions and contributing factors related to the event. It is unknown to which extend the myeloma prior to the index surgery might have weakened the bone structure and or influenced the bone ongrowth on the screws. Myeloma can cause osteolytic lesions which could increase the likelihood of bone fractures. Such osteolysis can then also lead to implant instability. With the received x-rays in a rather limited quality any statements regarding osteolysis and or loosening cannot be made. There might also have been other unknown contributing factors for the fracture. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is cmp-(B)(4).

Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. Zimmer biomet¿s reference number of this file is cmp-(B)(4)..

Event description:
It was reported that the patient was implanted a dynesys ha pedicle set screw 6.0x45 on an unknown side on (B)(6) 2013 and patient underwent revision surgery on (B)(6) 2017 due to pain, loosening, osteolysis and breakage of screw.